Manufacturer narrative:
The event received via medwatch report indicated that the orbit rdfl complex fill coil (638cf1030/15232877) stretched and was unable to be used. The procedure was coil embolization of the left ovarian vein and it was indicated that further embolization will be probably needed. No further procedural information pertaining to the stretched coil or information regarding the probable need for additional embolization has been provided in response to multiple investigative efforts. The device has not been received for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test. Due to the lack of procedural information and without the return of the device for analysis, no conclusion can be made regarding the reported stretched coil or possible contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
The event received via medwatch report indicated that the orbit rdfl complex fill coil ((B)(4)) stretched and was unable to be used. Additionally, further embolization will be probably needed. The procedure was coil embolization of the left ovarian vein. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15232877 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.